Manufacturer narrative:
(B)(4).

Event description:
It was reported "session ended" and "new transmitter" occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a fatal error. No injury or medical intervention was reported.